Event description:
It was found during a periodic review that a vns device had high impedance observed on it. There was no indication if this device had been implanted in a patient. No additional relevant information has been received to date.